Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the surgeon was unable to extract the silicone oil. The case was completed with manual injection of the oil. There was no harm to the patient. Additional information has been requested.